Manufacturer narrative:
The valve remains implanted. Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results are inconclusive as patient and procedural information was not provided. The exact cause of the dissection is unknown, but could be related to the mechanisms described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), during the placement of the 26mm sapien 3 case in aortic position by transfemoral approach, there was an incident of aortic dissection. The patient died in ICU.

Event description:
As reported by our affiliates in brazil, during the placement of the 26mm sapien 3 case in aortic position by transfemoral approach, there was an incident of aortic dissection. The patient died in ICU. Additional information indicated that during the procedure, the aortic dissection was detected after valve deployment. According to the nurse in the cath lab, the dissection was located in the ascending and thoracic aorta. It seemed that there weren't any symptoms. The patient was doing well after the procedure and was extubated. Clinical evolution was good. The team thought it would become a chronic dissection. It was decided not to take any action and finish the procedure. They were following the patient outcome in the ICU closely. On pod1, the patient died in ICU. As per medical opinion, the root cause of the dissection was caused during valve deployment. It was an horizontal aorta and the image right after deployment showed the dissection in the aortic root. As there wasn't calcium in the ncc, it is believed that the stent of the valve touched the aorta. It did not seem that there was any relation to the commander and its flex.

Manufacturer narrative:
In this case, as per medical opinion, the root cause of the dissection was caused during valve deployment. It was an horizontal aorta and the image right after deployment showed the dissection in the aortic root. As there wasn't calcium in the ncc, it is believed that the stent of the valve touched the aorta. However, if the dissection occurs while the valve is on the delivery system at the time of implant/inflation, and based on the location of the dissection, this event will be reported against the delivery system, as there was no evidence made available to give an exact cause. H3 other text : device discarded.

Manufacturer narrative:
Supplemental report as imagery review was completed by edwards proctor of the CT scan and procedural cine that were provided. The impression of the imaging is as follows: tavr with s3 26 mm via right tf approach was seen. Root angiogram showed a heavily calcified av (lcc). The placement of lunderquist extra-stiff lv guidewire as well as the catherization of lca/lad for angiogram and protection (stent prepared) were seen. The native valve was predilated with balloon. No valve alignment was shown, but there was tracking over the arch (very tortuous aorta). Valve deployment and consecutive dissection of the ascending aorta was seen. No root cause of provided, and no additional information is available to report.